Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: device photograph(s) for the device related to the reported event of no complaint against the device was reviewed on 19-aug-2020. Visual analysis of the photographs identified: device is seen intact. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and gel bleed.

Event description:
Patient reported left side rupture. Healthcare professional reported "shell looked intact under the naked eye however...noticed 'strings of silicone' on the outside of the shell" and "silicone granuloma" on the capsule. The device has been explanted. Patient has a history of previous implants.